Manufacturer narrative:
(B)(4). Date of event: at the time of this report, the date of the event is unknown. (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss performed the field service checklist, which the system passed all functional tests and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported poor/low vacuum when in irrigation/aspiration (I/a) mode with the whitestar signature system. It was stated that the issue happened during a procedure.

Manufacturer narrative:
Additional description of the event was provided. The surgery center indicated when the product problem occurred, the tubing pack cassette was replaced and it was re-primed with no further issues. There have been no further incidents since the reported problem. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.